Event description:
It was reported that a patient experienced a pericardial effusion at the end of the procedure. The patient was hospitalized. The procedure is reported as completed. Per additional information received, no additional intervention was done. A transthoracic echo was completed and confirmed that there was no effusion. The patient is on follow-up status. The farawave device used was discarded.

Manufacturer narrative:
Update to b5 describe event or problem.

Event description:
It was reported that a patient experienced a pericardial effusion at the end of the procedure. The patient was hospitalized. The procedure is reported as completed. Per additional information received, no additional intervention was done. A transthoracic echo was completed and confirmed that there was no effusion. The patient is on follow-up status. The farawave device used was discarded. It was further confirmed that there was no effusion.